Manufacturer narrative:
At this time, the cardiac resynchronization therapy defibrillator (crt-d) has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that experienced a syncopal episode. When the patient was evaluated, it was determined that this pacemaker had reached the end of its battery life, and therefore lead testing was not able to be performed. This pacemaker was reportedly explanted and replaced. No additional adverse patient effects were reported.